Event description:
It was reported that the patient presented via merlin.net device transmission with a nonsustained episode with intermittent undersensing. It was discussed that the dropout was the result of variable rwaves. Programming changes were recommended. Device remains implanted.